Event description:
It was reported that, "pt was dislocating. Decides to swap out poly to put in bigger head with a 20 degree insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.